Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Our quality engineer inspected the representative sample submitted for evaluation. The reported issue of leakage at septum was not confirmed upon inspection of the sample. Analysis of the sample showed no damage or defects. The sample was subject to flashback and air water leak tests to ensure there was no clogged product. The sample passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: as per customer "item is not working, trying to draw blood, blood not going through the line, when removed from the part bloods are coming out." (B)(6). 1. Could you please confirm if the statement 'bloods are coming out' refers to leakage from the device? The customer said when the nurse put the needle in the blood would not flow through the line and when they removed the needle from the arm blood was dripping like it was stuck but wouldn't flow through the line. 2. If there is a leakage, could you specify where the leakage is coming from? When they pull out the needle. Was there an injury: no. Was there a death: no. (B)(6) 2025. Could you please confirm if the returned batches were affected? Yes. Are these batches associated with different complaints? No. Was there any harm to the patient/caregiver? No.